Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. Electrical testing found an internal short between conductor paths at 22.3cm from the connector pin caused by overtighten suture. Destructive analysis of the lead found damaged inner insulation at the suture tie region. The cause of the reported event was due to damaged inner insulation caused by overtighten suture consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was failing to capture. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.